Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system shows noise oversensing on the right atrial (ra) lead during the device follow up. Reportedly, the large amount of noise has resulted in an irregularly paced rhythm and a ra lead revision is being discussed. In addition, an effective stimulation was not detectable at high capture threshold and clear noise could be reproduced while the patient was moving, as well as the pacing impedance being high out of range. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system shows noise oversensing on the right atrial (ra) lead during the device follow up. Reportedly, the large amount of noise has resulted in an irregularly paced rhythm and a ra lead revision is being discussed. In addition, an effective stimulation was not detectable at high capture threshold and clear noise could be reproduced while the patient was moving, as well as the pacing impedance being high out of range. The ra lead model/serial number was not able to be obtained. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system shows noise oversensing on the right atrial (ra) lead during the device follow up. Reportedly, the large amount of noise has resulted in an irregularly paced rhythm and a ra lead revision is being discussed. In addition, an effective stimulation was not detectable at high capture threshold and clear noise could be reproduced while the patient was moving, as well as the pacing impedance being high out of range. The ra lead model/serial number was not able to be obtained. The ra lead remains in service. Additional information provided indicates the device data review by technical services (ts) shows clear evidence of an atrial lead fracture and a lead revision is recommended. Subsequently, an ra lead revision procedure has been scheduled by the clinic. The ra lead was revised as scheduled and it was surgically abandoned, a new lead was successfully implanted. Reportedly, the lead fracture was able to be observed on x-ray. The ra lead model/serial number was provided. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system shows noise oversensing on the right atrial (ra) lead during the device follow up. Reportedly, the large amount of noise has resulted in an irregularly paced rhythm and a ra lead revision is being discussed. In addition, an effective stimulation was not detectable at high capture threshold and clear noise could be reproduced while the patient was moving, as well as the pacing impedance being high out of range. The ra lead model/serial number was not able to be obtained. The ra lead remains in service. No additional adverse patient effects were reported. Additional information provided indicates the device data review by technical services (ts) shows clear evidence of an atrial lead fracture and a lead revision is recommended. Subsequently, an ra lead revision procedure has been scheduled by the clinic.